Manufacturer narrative:
(B)(4).

Event description:
The complaint states that the sensor code was prompted was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that the sensor code was prompted was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.